Manufacturer narrative:
This report is submitted on july 05, 2021.

Event description:
Per the clinic, the patient was hospitalized for a duration of six days on (B)(6) 2021 due to tingling and prickling sensation around the implant site. Subsequently, the patient was administered with IV antibiotics (date and duration not reported). The implanted device remains.

Manufacturer narrative:
Per the clinician, the patient underwent a revision surgery on (B)(6) 2021. During the surgery, there was an attempt to remove the tissue of the implant bed; however, the implant was inadvertently damaged. Subsequently, the device was explanted, and the patient was reimplanted with a new device. This report is submitted on july 22, 2021.

Manufacturer narrative:
This report is submitted on april 28, 2022.